Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and could duplicate the user¿s report. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Omsc surmised that the reported phenomenon was occurred due to there was the failure of the electrical connection of the device and an endoscope by connected an incompatible endoscope and other.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing a scope err e315 on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.